Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked display window corners, cracked reservoir tube lip, and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had full black screen. The customer's blood glucose was 163 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to direct sunlight. The customer was advised to stabilize at room temperature. The customer stated that the black screen did not disappear. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.